Event description:
Laparoscopic instrument getting stuck in trocar (made by applied medical, lot# 1101480. 12 x 100 mm) which led to instrument getting stuck on tissue and caused bleeding. Longer surgical time to stop bleeding.